Manufacturer narrative:
Belt sn (B)(4) was not returned to zoll manufacturing corporation (zmc) for investigation. The belt was returned and evaluated at the distributor in accordance with procedures recommended by zmc. During ra review of the distributor evaluation on (B)(6) 2017, the evaluation indicated that the trunk cable connector was cracked and would not latch securely to a monitor. Based on the analysis of the distributor incident files, the damaged connector cannot be ruled out as a potential contributing cause of the reported service code 204. Physical evaluation of the device at zmc does not add further value in the root-cause investigation. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and communication faults.